Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for patient ventilation. The first root cause was determined to be a supposed defective p&t knob but the investigation found that the root cause was the software update. In consequence the patient was ventilated with an ambu bag and later with another ventilator and the supposed defective part was replaced. After a new start of the device (and software update), the device was working as intended. There was no reported patient or user harm as the issue was treated in a timely manner.

Event description:
The c1 sn (B)(6) had its p&t knob stopped working while ventilating a newborn. User was not able to raise the fio2 when needed. The child desaturated. They had to ventilate the patient manually while they turned the c1 off and on. Then, it came back to work. The encoder of this c1 already had its encoder exchanged somewhere in 2020. Customer said they are going to point us at anvisa's website again.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to (B)(6) 2022 at the ems and bonaduz sites. The sn (B)(4) had its p&t knob stopped working while ventilating a newborn. User was not able to raise the fio2 when needed. The child desaturated. They had to ventilate the patient manually while they turned the off and on. Then, it came back to work. Customer said they are going to point us at anvisa's website again. Even though the press and turn knob does not work, all functions of the ventilation software can be controlled redundantly over the touch screen. Additionally the alarm system is still working. Therefore the patient safety is not restricted. Never the less, the event is deemed as a reportable event since the patient was desaturated and manually ventilated. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient. Furthermore is the issue not likely to be serious to public health but could cause serious injury or death if it were to reoccur.

Event description:
The sn (B)(4) had its p&t knob stopped working while ventilating a newborn. User was not able to raise the fio2 when needed. The child desaturated. They had to ventilate the patient manually while they turned the off and on. Then, it came back to wotk. The encoder of this already had its encoder exchanged somewhere in 2020. Customer said they are going to point us at anvisa's website again.